Event description:
It was reported that the rn noticed a small, slow leak from the engagement of the upper fitment during a docetaxel infusion.

Manufacturer narrative:
One used IV administration set, model 2260-0500 / lot # number unknown; and one unused sample set ,model 2260-0500 / lot # 19046164 were received for investigation. The customer¿s report of a leak from the engagement of the upper fitment on the used set was confirmed. Visual inspection of the used set noted clear fluid within the tubing. No anomalies was observed. Functional and pressure testing confirmed leaking from a small hole at the top of the silicone segment near the upper fitment. The source of the leak was due to damage from a small hole in the silicone pump segment near the upper fitment. The root cause of the hole damage could not be determined. Previous investigations have shown that this damage can occur during manufacturing, may be a pre-existing condition of the silicone raw material, may be a set misload into a pump device module, or may occur as a result of excessive stretching or pulling of the tubing during use. This failure will continue to be monitored by on-going trend analysis. Visual and functional testing of the returned unused sample set was performed. All testing was passed with no anomalies found.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the rn noticed a small, slow leak from the engagement of the upper fitment during a docetaxel infusion.